Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp the incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative identified the shaft encoder as defective and replaced it. A subsequent functional verification testing was completed without issue. If any additional information pertinent to this case will be received, a follow up report will be submitted. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the panel of the centrifugal pump system with tubing clamp displayed an error message during a procedure. There was no report of patient injury.